Manufacturer narrative:
(B)(4). Physio-control reviewed the downloaded electronic patient record of the reported event, and it was observed that the presence of ECG artifact was the primary reason for the "no shock advised" decisions in the three analyses in question. There was no indication of a device malfunction, as the shock advisory algorithm is a diagnostic test and diagnostic tests always have a level of accuracy that is less than 100%. There is an acceptable level of sensitivity and specificity as set by standards for AED performance . The established performance of our algorithm is based on testing with large data sets and exceeds these standards. Physio-control further evaluated the customer's device and observed proper device operation through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue was determined to be due to significant ECG artifact. The cause of the artifact could not conclusively be determined.

Event description:
The customer contacted physio-control to report that their device had initially not recognized a shockable ECG rhythm during a patient event. The device returned "no shock advised" determinations for the first three analyses, however the attending paramedic believe the rhythm to be ventricular fibrillation. For the fourth analyses the device did provide a "shock advised" determination and a total of three shocks were delivered to the patient. The patient was transported to the emergency department (ed) and there was no return of spontaneous circulation. The resuscitation was eventually stopped and the patient was declared deceased in the ed.